Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on september 15, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, patient developed an infection at abutment site and subsequently was treated with oral and topical antibiotics, (date not reported) and underwent skin revision during an abutment change. The implanted device remains.